Event description:
It was reported that the patient was not getting adequate pain relief following multiple reprogramming attempts. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4) model: sc-8336-50 serial: (B)(4), batch: 7072190.